Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) in the 300¿s mg/dl, with polydipsia and general malaise. Patient received no out of ordinary treatment. Customer support found no disease management issues. This bg excursion does not meet the animas reportability criteria for an adverse event. Trouble shooting with customer technical support did not reveal any delivery issues with the pump but the patient discontinued pump therapy, and the complaint is being reported, because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2014: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2014 with the following findings:. The last basal delivery and the last bolus delivery were on (B)(6) 2014. The black box shows on (B)(6) 2014 06:00 a replace cartridge alarm; deliveries resumed (B)(6) 2014 06:31. Typical usage alarms observed in the alarm history. The tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint. Unrelated to the complaint, the display screen has a pinkish contrast, the battery compartment is cracked under the bumper grip. Returned cap used to complete all testing. Pump case cracked between upper right corner of the display lens and the case seal and on the back of the pump between the window and the case seal.